Event description:
Country of complaint: (B)(6). While putting in the sheath at a shoulder surgery it came to a bleeding in the access which had to be coagulated.

Manufacturer narrative:
No product rec'd at mfg facility; a complete eval cannot be done. Mfg facility reports no other complaints with the same failure. No complaints for this device in the u.s. Not batch managed; quality documents cannot be checked. No indication of several error or major danger. Most likely, handling related. Mfg facility has attempted to get add'l info with no response.